Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified, the procedure was delayed for 3 hours and performed in another room, no harm or injury reported to philips. A philips field service engineer (fse) examined the system onsite and confirmed that geometry failed during procedure. Upon checking the system, fse found emergency stop button was activated, fse then checked the emergency brake circuit, reconnected the cable. To resolve the issue fse replaced power control unit, however issue persisted. Fse checked the emergency brake circuit was loose. Fse fastened the cable and that fixed the issue eventually. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified, the procedure was delayed for 3 hours and performed in another room, no harm or injury reported to philips. A philips field service engineer (fse) examined the system onsite and confirmed that geometry failed during procedure. Upon checking the system, fse found emergency stop button was activated, fse then checked the emergency brake circuit, reconnected the cable. To resolve the issue fse replaced power control unit, however issue persisted. Fse checked the emergency brake circuit was loose. Fse fastened the cable and that fixed the issue eventually. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that during a transarterial chemoembolization (tace) treatment, the allura system suddenly failed. The procedure was delayed for more than 3 hours, however it was continued and completed in a different operating rooms. No patient or user harm was reported. Philips has started an investigation of the complaint.